Manufacturer narrative:
An integrity testing of the system will be performed in order to determine if a revision will be necessary. At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated

Event description:
Boston scientific crm received information that during a normal patient follow up, it was noted during an interrogation of this implantable cardioverter defibrillator (ICD) that the shock impedance measurements on the right ventricular defibrillation lead were above 125 ohms. At the last follow up in november, the shock impedance measurement was at 87 ohms. All other lead measurements were within normal parameters. No adverse patient effects were reported.